Manufacturer narrative:
H3: product analysis #(B)(4):part # 6272414; lot # 89pv visual and optical inspection confirmed the spacer has been damaged during the adjustment process. This type of damage is consistent with excessive force placed on the spacer during use. G4: g4: this part is not approved for use in the us, however a like device with part# 2990826, 510k# k073291 and upn 00613994291035 is approved for the us market. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product used in the anterior cervical discectomy and interbody fusion for cervical disc herniation. It was reported that product damage. Explant completed. No patient symptoms were reported. No further complications were reported/anticipated. The product was damaged during intra operative adjustment.